Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer and its cubies were not detected on bus, and all recovery attempts were failed. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system tower door was failed. A field service engineer arrived and checked all devices at the station. No failures were found. Work order notes were unclear about which drawers to inspect. No diagnostics were run. The system functioned as intended.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer and its cubies were not detected on bus, and all recovery attempts were failed. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.